Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmissions with post-paced t-wave oversensing noted on the right ventricular channel of the implantable cardioverter defibrillator. Programming modifications was discussed. The patient¿s condition was stable.